Event description:
A hemodialysis user facility has reported the following event that occurred to a hospitalized pt: pt's platelets dropped immediately after temporary switching of dialyzers from a different brand to the 160nre. The pt was on bridge hd since 2008. Pt had 16 treatments with the previous brand with no platelet related incident. Then the pt medically required higher solute clearance and received a new medical order for the dialyzer to be changed to the 160nre. Platelet counts were monitored as per protocol and found the following: platelet count stable between 208-257 measured 8 times over 1 month when on previous brand of dialyzer. Platelet count post-dialysis decreased from 206 to 118 on day on of f160nre use. Platelet count decreased from 128 to 86 on day two of f160nre use. Pt was subsequently switched back to the previous brand of dialyzer and kidney transplanted 4 days later. Pt's platelet count rose from 86 to 125 prior to transplant. Also, it is known that heparin was administered while the optiflux dialzyer was being used. Reportedly, this pt received an initial dose bolus of heparin, and then a continous infusion was given for hemodialysis. The brand of bloodlines as well as machine has not been provided by this facility. The info above is what this facility has provided on this event and fmc na has not been provided any additional medical info or updates even though attempts were made. There is no sample for an evaluation.

Manufacturer narrative:
Device history record review: the lot history review did not indicate anything relative to the complaint. Sample analysis: no sample was available for a review. Conclusion: the reported complaint is not confirmed. The facility reported that no sample would be provided for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Several attempts were made in order to receive additional info regarding this event. As a result of those efforts taken, this info was received on 02/19/2009 which now determined the incident to be a reportable event.